Event description:
Customer called to report high blood glucose levels in the 200 to 300 range. It was also reported that there is a crack on the screen of customer's insulin pump. Customer's current blood glucose reading was 794 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery and displacement tests. The insulin pump was received with cracked case at display window corners, minor scratches on liquid crystal display window and missing end cap sticker.